Event description:
It was reported by the rep that according to the surgeon performed a laparoscopic nissen fundoplication procedure on a pt in 2001. The pt was discharged the following day. The pt returned a few days later with a small bowel obstruction due to a herniation of the right lower quadrant trocar port (511sd). After repairing the hernia, the pt returned to normal bowel function and was kept in the hospital for treatment and observation. Eleven days after original surgery, the pt was found expired in room. The family requested a private autopsy which revealed a large quantity of blood in the stomach and first six inches of the duodenum. The autopsy indicated that a blood vessel inside the stomach had probably ruptured, possibly due to the nasogastric tube. The surgeon felt that none of the devices were involved in the cause of death.